Event description:
Angiogram of lower leg being done. Had difficulty advancing the catheter pulled the catheter back. Thought the catheter was out so clamped the wire to hold it in place. By mistake clamped both the wire and catheter. Both were black. Catheter was cut. Another catheter was advanced which pushed the tip of the first catheter into the pt. Attempts to retrieve unsuccessful.